Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hospitalized on (B)(6) 2021 for 5 days and given intravenous antibiotic therapy. Serohemorrhagic fluid was drained from the swelling on top of the implant site and a pressure bandage was applied. On (B)(6) 2021 the swelling re-occurred and the user was hospitalized for 6 days; fluid was drained and antibiotics prescribed. On (B)(6) 2021 the user presented with necrosis which led to implant explantation on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely due to skin necrosis and extrusion of the device through the skin. A review of the device sterilization records show that the device has been subject to a valid sterilization process. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was hospitalized on (B)(6) 2021 for 5 days and given intravenous antibiotic therapy. Serohemorrhagic fluid was drained from the swelling on top of the implant site and a pressure bandage was applied. On (B)(6) 2021 the swelling re-occurred and the user was hospitalized for 6 days; fluid was drained and antibiotics prescribed. On (B)(6) 2021. The user presented with necrosis which led to implant explantation on (B)(6) 2021.